Event description:
It was reported that the pt underwent two revision surgeries due to skin flap infection in 2006. Subsequently the skin flap infection and necrosis reoccurred and the pt's internal device was explanted in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.